Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shutdown. No alerts or alarms occurred at the time of the event. Customer's blood glucose level was not impacted. Reportedly, the customer was instructed to charge the pump for longer periods of time to address the event.